Event description:
Consumer called to report running a comparision against a laboratory result and getting inaccurate readings. Analysis run on clark error grid using lab reading (136) as ref. Point vs. Bd readings of 286, 497 yielded data points in the c zone of the grid, outside of acceptable limits.